Event description:
The advocate stated that she attempted to test the customer's blood glucose, but she was unable to get a reading using his contour meter. Sometime later, the customer felt dizzy and passed out. Paramedics were called, and they tested the customer's glucose at 54 mg/dl using his contour meter. The customer was treated with glucose and given something to eat. Troubleshooting showed the customer's contour system to be operating as designed, but the test strips were still returned for evaluation. Replacement test strips were sent to the customer.